Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an exposure motor encoder failure. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during set up for a cori assisted tka surgery, the real intelligence cori had an internal critical error. They proceeded to start a new case, restart the system, and start from the beginning of the process, with no change in status ((B)(4)). They had an "internal critical error" each time they tried to to plug the real intelligence robotic drill in. They were unable to get the long attachment and hand piece tracker off of the real intelligence robotic drill (when the case was completed, they were able to unlock the collet but still received the error and were not able to move the screen forward) (case-(B)(4)), so they obtained a new drill and were able to complete the calibration and entirety of the case. The procedure was completed, with a non-significant delay, using the s+n back-up device. Patient was not harmed beyond the problem reported.